Manufacturer narrative:
Device was received on april 21, 2017 and investigated on may 11, 2017. One mhus10 from lot# f11634520d was received in good condition. Evidence of use in a procedure was present on the device. The probe was missing the sample management system. A spare sample management system was used to conduct the investigation. The probe was connected to a holster for functional evaluation. The probe initialized and operated as designed. Chicken was used as a medium, and the probe obtained 12 samples. The events as reported could not be confirmed or duplicated. However, this malfunction has been identified in the risk management file and has been shown to occur if the tissue strips contained in the sample management system are not fully aligned or seated properly as instructed within the IFU. (B)(4). .

Event description:
The (B)(4) affiliate reported that during biopsy preparations were not transported to sms. Biopsy preparations were in the canister. After finishing work with the valves in cartridge valves are in the wrong position.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation which prevents a full investigation and analysis of the root cause at this time. However, this failure mode has been identified in the risk management file and has been shown to occur if the tissue strips contained in the sample management system are not fully aligned or seated properly as instructed within the IFU. The device history record was reviewed; no variances were observed. This includes testing on three units from this production lot, as well as visual inspection of these units for correct assembly and functionality. Although no serious injuries occurred, upon consultation with devicor's medical department, this failure mode has been determined to be a reportable malfunction. Thus, pursuant to 21 cfr 803, we are submitting this medwatch report. Device anticipated, but not yet received.

Event description:
The (B)(6) affiliate reported that during biopsy preparations were not transported to sms. Biopsy preparations were in the canister. After finishing work with the valves in cartridge valves are in the wrong position.